Event description:
Pt death (pt being treated for terminal cancer of the throat). The device was set around 10:30a.m. To infuse dilaudid and versed (volume, concentration and syringe size not known) at a rate of 16mm per 24 hour by a nurse at the home of the pt. At approx midday, the pt complained to the spouse of nausea and dizziness and slept throughout the afternoon. At around 9pm the nurse returned and confirmed that the pt was comatose and a a doctor was called. The rate of the syringe driver was checked and found to be set at a rate of 86mm per 24 hours. The pt was transferred to the hosp where appropriate antidotes were administered. The next day the pt was transferred where they died one week later.